Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed. Additionally, companion samples from the same lot were received from the consumer and showed no defects or abnormalities.

Event description:
Consumer reported upon removal of a super absorbency tampon, the pledget unraveled and left a piece inside of her vaginal cavity. She manually removed the piece and did not require any medical assistance. She did not experience any adverse health effects.